Manufacturer narrative:
Initial.

Event description:
It was reported that the user received sustained high blood glucose alerts with rapid-rising indicators while believing no insulin was being delivered, though subsequent device data review showed intermittent cgm connectivity, consecutive cgm values of 242, 370, and 401 mg/dl, and confirmation that the ilet was delivering insulin. Symptoms included increased thirst. Outcomes included user counseling to confirm blood glucose with a fingerstick and to perform a supply change if a fingerstick was not possible. Investigation included review of transmitted device and cgm data and real-time troubleshooting with user education on confirmation testing and infusion set management. Investigation of this case revealed cgm signal intermittency with discordant sensor readings relative to confirmed insulin delivery, and no device malfunction of the ilet was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.